Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, d4, d9, g1, g3, g6, h2, h3, h6 and h10 review of the most recent repair record determined the pretest could not be performed due to a damaged roller and gear. The roller, gear, and ratchet gear were replaced and the ratchet was lubricated which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device not yet returned.

Event description:
It was reported that the handle wont attach, the gears are stripped, and device locks midway through cycle. The event occurred during surgery. There was reported patient harm, and a 30-minute delay. An additional graft was required to complete the procedure. Due diligence is complete, no further information is available at this time.